Event description:
When contacted for follow up information, the healthcare professional indicated that there was no documentation in the patient's chart complaining of any problems with the implantable neurostimulator (ins). The patient was seen for follow up on (B)(6) 2012 with no report of any problems. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Lead: model 3778-60, serial #(B)(4), implanted: (B)(6) 2008, explanted: na. Lead: model 3778-60, serial #(B)(4), implanted: (B)(6) 2008, explanted: na. Recharger: model 37752, serial #(B)(4). Programmer: model, serial #(B)(4).

Event description:
It was reported that the patient had telemetry issue between the programmer and their implantable neurostimulator (ins). As possible overdischarge of the battery was suspected and the last time the patient felt their stimulation was 2 weeks ago. The antenna locator feature was used 3 times with no success in obtaining communication. The following day, the patient was not able to adjust their stimulation and received a "call your doctor" icon message on the recharger. A power-on-reset (por) condition and an overdischarge was present on the ins. The patient was able to get to the recharge screen. Additional information was requested, but was not available at the time of this report.